Manufacturer narrative:
No product will be returned for evaluation. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
It was reported that pt "missed" his insulin around 3:30 pm on (B)(6) 2011. He changed the infusion headset around 7:00 pm and was unaware the cannula "bent back on itself." He checked his blood glucose around 10:00 pm, and it was "hi." He checked his blood glucose an hour later, and it was still elevated to "hi." He felt nauseous and shaky and was pale. Pt's parents transported him to the hospital around 11:30 pm, and pt received treatment for diabetic ketoacidosis. He was discharged from the hospital around 5:30 am on (B)(6) 2011. It was found that the pt manually inserts the infusion headsets and has been "hesitating and slightly pulling them out and then pushing back in again." Pt and parents were advised on the infusion set insertion device and were provided additional training. The alleged infusion set was discarded and no product will be returned for evaluation. No additional information was provided.